Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was returned with a portion of the atrial lead in the a is-1 bore. The a is-1 and svc septa and the a is-1 tip set screw had been removed in the field. The a-ring set screw was stripped. The rv is-1 set screws had septa material in their hex cavities that prevented them from tightening to full torque. It is believed that the set screws were damaged during the explant procedure. Septa material was pushed into the set screws hex cavity, preventing the torque driver from fully seating and leading to stripping of the set screw hex cavity.

Event description:
It was reported that during ICD replacement it was not possible to unscrew the is-1 ra connector screw. The cardiologist decided to cut the ra lead off and no new lead was replaced.